Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system would load rgba exams and they would appear opaque in both 2d and 3d views. There was no patient present when this issue was identified. No additional information was provided.